Manufacturer narrative:
On 6/24/2020, biosense webster inc. Received additional information about the event. It was reported that the patient underwent ablation procedure on (B)(6) 2020. No abnormalities were observed with the product before and during the operation. On (B)(6) 2020 the patient was admitted to another hospital with left atrial esophageal fistula that was suspected as related to the ablation procedure. The patient was urgently transported to a hospital , and a computer tomography (CT) image revealed a left atrial esophageal fistula. At the time of transportation, patient condition was judged to be too severe and no surgery was performed. Whether other interventions were provided is unknown. The patient died of cerebral infarction and multiple organ failure associated with an esophageal fistula. Approximately 2 weeks later (on (B)(6) 2020), the affiliate was informed that the patient had expired. The exact date of death is unknown. The caller commented that the causal relationship with the device is unknown, but there is no doubt that it is a complication of ablation treatment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On 8/17/2020, biosense webster inc. Received additional information which indicated the physician¿s opinion is that the cause for the adverse event was the procedure and no surgical intervention was applied because the patient condition was too late. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2020-00670 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). For product code unk_smartablate generator (smartablate¿ system rf generator (B)(6)).

Event description:
It was reported that a (B)(6) year-old- female patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator ((B)(6) and suffered esophageal fistula and death. The patient underwent an ablation procedure at (B)(6) hospital on (B)(6) 2020 and then rushed to (B)(6) hospital by ambulance on (B)(6) 2020 with the condition of a left atrial esophageal fistula which was suspected to be related to the ablation procedure. Left atrial esophageal fistula was confirmed. Treatment, the subsequent process, and the medical condition are unknown. On (B)(6) 2020, the physician at (B)(6) hospital reported to biosense webster inc. Representative that the patient expired. There were no additional details provided about the date of death or cause of death.